Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they had an issue a few weeks back with the stimulator not adjusting well. The patient stated the programming was set to where they could not feel it (hd settings). The stimulator adjusted itself and flipped back and forth by itself, but then it just stopped doing it on its own. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event. They stated there were no circumstances that led to their issues. It just started turning way up randomly then going back down for about 3 days. They tried turning it off and on but that did not work. It just stopped happening. No patient complications were reported as a result of this event.